Event description:
It was reported that the patient had another implantable neurostimulator (ins) (percept pc) implanted in (B)(6) 2022 and in (B)(6) 2022 the patient started to notice problems with the ins. The caller reported that the ins battery life was dropping perceptibly. The caller stated that the patient had an appointment in december and the healthcare provider (hcp) contacted manufacturer's "engineers" to work on reducing the flow of current required and that helped. The caller reports that the hcp worked with manufacturer's engineers to get the same effect on a different lead in hopes it would extend the battery , the adjustment did extend the life of the ins but it was short lived. The caller states that at the time the manufacturer "engineers" thought that patient would get 2 years out of the ins instead of 1 from the way they understood it. The patient said the ins battery life read less than 11 months and was dropping perceptibly until the ins battery life reached less than 6 months and has been dropping at a more normal rate. The caller reported that the ins battery life drops a month every few weeks but as of recently has been dropping at a more reasonable rate since the ins battery life reaching less than 6 months. The caller stated the ins battery depletion rate has been more reasonable from less than 6 months to the ins battery reading less than 3 months , but prior to that the ins battery life just tanked. The caller stated that they went to the hcp office on monday an d the hcp told them that the ins battery life was reading less than 3 months , but they were not seeing a eri message. The caller stated that they are working on a plan to replace the implant she currently has. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.